Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated atrial undersensing/no atrial sensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that every atrial sensed event was not tracked by the cardiac resynchronization therapy defibrillator (crt-d) device and was not being sensed. Also, ventricular complexes were sensed twice repeating this rhythm, which resulted in a t-wave oversensing (two) detection not able to track loop. It was also reported that the right ventricular (rv) lead exhibited twos and possible loss of capture. The status of the lead is unknown. The patient¿s cardiac condition severely worsened and resulted in death. The status of the device is unknown.